Event description:
During an laparoscopic assisted vaginal hysterectomy, the surgeon did not feel he was getting hemostasis. Cautery was used to complete the case. No consequence to the pt. 1/31/97 - rep reported the lcs15 blade was used and did not complete good hemostasis. The surgeon pulled device and used cautery to complete the case. Clinical follow up: 1/31/97 1555 message and 800 number left for surgeon to call back. 1/3/97 0950 surgeon said he was not getting acceptable hemostasis. The surgeon is very dissatified with the instrument.

Manufacturer narrative:
D6; device was not returned for eval.